Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 62mm in diameter abdominal aortic aneurysm. It was recently reported that the patient presented to the ER with pain. The CT revealed a proximal type I endoleak. The physician implanted a 25x29 endurant ii cuff in conjunction with aptus endoanchors resolving the event. The physician stated that the endoleak was cause by disease progression. No additional clinical sequelae were reported and the patient is fine.